Event description:
In 2003, the pt reportedly was seen at the center. The pt reportedly was unable to hear when using some of their sound processors. Programming was unsuccessful. The sound processors were exchanged. The following mo, the pt was seen by a co rep for device eval. Testing performed while pt was using sound processor revealed that as programming adjustments were made, the pt experienced sound percept and wound quality problems. Further programming adjustments were made and external equipment was exchanged. The pt reportedly did not experience any more intermittencies while using their sound processor. The pt continued to be monitored by the center. In 2004, the pt reportedly was unable to hear while using some of their sound processors. Advanced bionics rep recommended that pt's cii device be explanted.